Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the surgery the wand was not creating plasma field and it was making noise. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
The devices, intended for use in treatment, were not returned for evaluation. We cannot determine if there is a relationship between the devices and the incident because the products were not returned for evaluation. Visual inspection and functional testing could not be performed because the devices in question were not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. During use, it is advised to use room temperature saline as flow wands will not work with chilled saline. Another potential factor unrelated to the manufacturing or design of the devices which could have contributed to the reported event is an issue with the used controller or foot control assembly. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.